Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the loosening was confirmed. The clinical / medical investigation concluded that, this case reports the revision of a tibial baseplate and insert which were implanted in 2010. The insert was loose and able to be removed with fingers. Per email communication, the requested surgical reports are not available. However, a single undated x-ray was provided and reviewed by the medical director, who indicated the provided x-ray supports the reported event, but no further information can be concluded as to the root cause. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a revision of a gen 2 tibia from approximately 2010 was performed. The tibia insert was loose and removed with fingers and revised to a legion revision tibia with stem. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.